Manufacturer narrative:
UDI number is not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the tip of the inner needle was being shielded by the safety cover. The cover was examined under microscopic observation. No irregularities to attribute detachment of any parts, deformation or malfunction of the product, was observed. Simulation testing was conducted. A catheter-hub from the same lot of the actual sample was placed onto the actual sample to simulate and verify proper shielding performance. Inner needle pulling resistance test was conducted repeatedly 10 times. As a result the safety cover was confirmed to be safely activated to shield the tip of inner needle. A review of the manufacturing inspection records for the past five years was conducted with no relevant findings. A search of the complaint database confirmed there have been no similar reports for the reported part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angel or rotating or too· quickly." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported the safety cover did not properly shield the needle. Follow up communication with the user facility reported the following information: the safety cover did not properly shield the inner needle when the product was removed from the patient; shortly after, the safety cover of the actual sample coincidentally covered the inner needle; and since the catheter was successfully placed in the patient as intended, no subsequent action was performed.